Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge and was guided through troubleshooting steps, including removing the pump from its case and cleaning the pneumatic tap area. As a result, caller successfully loaded a cartridge onto the pump and resumed insulin therapy.